Manufacturer narrative:
Upon receiving customer feedback that "when nurses connect the blood collection tube with the blood collection needle, the needle tends to come loose. Applying force to tighten it causes the threaded part to slip," our company promptly organized quality control, production, and related personnel to investigate this issue. The specific details are as follows: 1. Sample testing: on (B)(6) 2023, 10 samples of the blood collection needles with batch number ckdb05-01 and specification 21g×1 inch were selected for testing. Using different needle holders from our company, simulated manual rotation tests were conducted, showing normal assembly results. Simulated blood sample collection tests were also performed using 1 blood collection needle and 5 collection tubes, all yielding satisfactory results (tester: (B)(4)). 2. Production process review: the production records and final inspection reports for the batch in question were traced back, revealing no anomalies during the production and inspection processes. Based on the investigation findings, tests were carried out on the relevant blood collection needle products, demonstrating normal functionality without the reported issue. In light of the feedback that during clinical use the needle tends to come loose when connected with the blood collection tube, we recommend that the customer collect the defective blood collection needle samples and the slipping connectors for further analysis by returning them to us. 3. Sample re-evaluation: on august 9, 2023, we received the customer's returned products: 2 blood collection needles with batch number ckda11-01 and specification 21g×1 inch, as well as 1 needle holder (as shown in the attached image). Simulated assembly tests using the provided products (as demonstrated in attached sample 1 video) did not reveal the reported slipping issue. Furthermore, simulated blood sample collection tests (as shown in attached sample 2 video) were successful, with no occurrences of the needle coming loose when connecting the blood collection tube, even when applying force to tighten it causing the threaded part to slip.

Event description:
Mckesson complaint number (B)(4) concerns a problem where the needle gets pushed out when connecting the blood collection tube with the needle. When tightening with force, the threaded part slips.